Event description:
It was reported that the user experienced a hypoglycemia event while wearing the ilet, with device reports indicating insulin delivery had been stopped prior to the event; the user received oral fast-acting glucose and fluids in the emergency setting, was not admitted, and later experienced hyperglycemia at home after eating when no insulin had been administered in the hospital, before subsequently resuming insulin therapy and reporting improvement. Symptoms included insufficient information to characterize clinical manifestations. Outcomes included insufficient information regarding the event¿s impact. Investigation included communication and interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the device problem and component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.